Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). However the pump passed the basic occlusion test and excessive no delivery test, no motor error alarms occurred during test. The motor tested ok. The pump had a crack on the reservoir tube lip and scratched on display window noted. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 288 mg/dl. The customer did not have the pump available to troubleshooting. The customer called back and state they had the pump available for troubleshooting. However the customer stated the motor error occurred more than once in the last 30 days. The device will be returned for analysis.